Event description:
Nurses began to report tube feeding leakages using a "compat y set" feeding bag with pump set. The product would leak at the point where the tube is attached to the bag upon initiating a tube feeding. Hosp contacted the norvatis rep to explain the situation. The rep stated they had been experiencing the same complaints from other hospitals across the country. She stated the tubing was determined to be defective. At the advice of the company, this hospital initiated an effort to recall all tubing with the specific product number and lot number. The co had agreed to replace these tubing sets with a similar type at no extra charge, due to the defect. These products had been distributed to many of the hosp locations, which made the recall a tedious job. It was accomplished by the next month. It has been discovered that the co replaced the original, recalled product with exactly the same product that is known to be defective. The hosp is once again experiencing incidents with pts, and having to do another recall of this defective type of tubing. Reporter feels that this type of response from a product manufacturer shows a lack of safety and responsibility for quality assurance. It has resulted in more incidents involving pts as well as more hosp man-hours to collect these defective products and return them to the manufacturer.